Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's investigation. Correction: unique identifier (UDI) number was inadvertently left out of the initial medwatch. Information provided in d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the event could not be confirmed by the log analysis, and no further information was available. Hence, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while performing a laparoscopic surgery using an olympus visera elite ii xenon light source & visera elite ii video system center, when changing to observation mode, the screen went black. According to the initial reporter, the staff restarted both devices, the image was restored, and he continued the procedure without any other issues or impacts to the patient. This is report 2 of 2, being submitted to capture the visera elite ii video system center. For details relating to the visera elite ii xenon light source, please see report 1 of 2 with patient identifier (B)(6).

Manufacturer narrative:
The customer called into olympus to report his event. During the call, the customer noted that when performing ir observations, the rigid endoscope was removed from the cavity and the light source was set to standby mode before being set to observation mode. The customer is unsure if he remembered to release standby mode. Consequently, the customer could not confirm if this was a device failure, or user error. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Corrected data: h6 - code 4110 has been provided. It was inadvertently omitted from the type of investigation section.

Manufacturer narrative:
This report is being supplemented to correct information provided in the supplemental medwatch report. Correction to h4 of the supplemental medwatch. The device manufacturer date should have been 09oct2018.